Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared per instructions for use (IFU) and inserted into the anatomy. However, after insertion, a loss of fluid column occurred, causing air to enter the sgc. Aspiration was then performed. It was noted that no air had entered the patient. The sgc was removed and replaced. One clip was successfully implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported leak could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a definitive cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.